Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia cassette had a small hole which resulted to leak. It was further described as "leak was coming from the corner of the cassette". This was observed after opening the door of the device used for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection was performed, and it was noted that there was a tiny hole in the cassette sheeting. Functional testing was performed, and there was no issue noted during clear passage testing and clamp function testing. Functional leak testing was also performed, and it was noted that there was leak from the hole in the cassette sheeting. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.